Event description:
Patient awoke with choking sensation, neck pain and shortness of breath. The magnet was placed over the device to temporarily stop stimulation, but the patient's symptoms continued for an hour. The patient was taken to the hospital emergency room at which time device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Further follow-up revealed that the event resolved after 12 hours with the magnet in place over the device, temporarily stopping stimulation. Investigation to date has been unable to determine the cause of the patient's symptoms.